Event description:
The technician alleged the brake caster would rotate in a circle while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.